Event description:
It was reported that the sys displayed a situation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage tube, collimator, snubber board, and the filament drive were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.